Event description:
It was reported that the device has power supply issues. The device started to get warm when plugged into the ac power. Per reporter they replaced the battery with a new one and the device got hotter even faster. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation service history review identified no previous repairs. Visual inspection and functional testing were performed. Burnt marks were found on the interconnect board, however, when replaced, the device did not power on. The main board was replaced and the pump turned back on without issues. The device then passes all functional tests after all repairs.